Event description:
Pt was hospitalized for low bgs. It was stated that they were drinking a lot of fluids the day prior to the hospitalization and nothing was absorbed. Troubleshooting was performed. Device passed the test and programming was ok.